Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values two days after the sensor was inserted in the abdomen. The spouse noticed the patient was exhibiting symptoms of hypoglycemia including leaning on the couch with stiff legs. The app on the phone was showing around 280 mg/dl, but the spouse doubted this. No bg was checked. The spouse called 911. Upon arrival, the bg was around 20 mg/dl. The tandem display device was showing around 280 mg/dl. The patient was treated with glucotab 25 mg and glucose squeeze d10 25 mg. Emergency medical service departed once the patient was stabilized. At the time of the call, the day of the event, the cgm remained inaccurate with bg 60 mg/dl and cgm 303 mg/dl. There was no mention of treatment for continued hypoglycemia. The patient was instructed by the technical support representative to replace the sensor and contact tandem. There was no documentation of further medical evaluation or intervention. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e and d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.